Event description:
On (B)(6) 2009, the pt reported that last night she stood up and the luer lock broke away from her insulin infusion set tubing. She stated the tubing had been in use for 1 day. She said no insulin was leaking at the luer lock or the site location. Her device was not dropped and the tubing was not pulled before or during the incident. She stated she did not notice any damage to the infusion set or packaging. The tubing has not been exposed to extreme temperature conditions and it is stored in a bedroom closet. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.